Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s screen was black and would not turn on, while the device continued to vibrate and beep; the customer attempted charging and other steps without resolution, and a replacement was arranged. Symptoms included elevated blood glucose of 200 mg/dl after the user disconnected for a shower. Outcomes included the user reverting to backup therapy and continuing cgm monitoring via the dexcom app or receiver. Investigation included troubleshooting guidance, confirmation that data would not transfer to the replacement, instruction to shut down the device to prevent further alerts, and arrangements for device return with a shipping label. Investigation of this device revealed a suspected hardware display failure with an unresponsive sleep/wake function, consistent with a device malfunction that impaired screen functionality while other alert functions persisted. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a hardware display or user interface component failure.